Manufacturer narrative:
Insulin pump received with partially broken reservoir tube lip, reservoir tube missing o-ring, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Event description:
Customer reported via phone call that the reservoir compartment cracked off during a set change. Customer's blood glucose was 168 mg/dl. Customer was unable to insert reservoir into the device. Customer was unable to lock in the reservoir. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.